Event description:
It was reported that the pt had arrived to the emergency room from a skilled care facility. The pt experienced a decreased level of consciousness and was hypotensive. The healthcare professional was considering stopping the pump as she questioned an overdose. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).